Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette and the adverse events of peritonitis characterized by abdominal pain, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination. The pdrn reported the events were unrelated to the utilization of any fresenius device(s) or product(s). Coagulase-negative staphylococci (cons) are reported to account for > 25% of acute peritonitis episodes. Additionally, staphylococcus haemolyticus can be found on normal human skin flora and in human blood. Based on the information available, the liberty cycler and fmc cassette can be disassociated, as there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse event experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was dealing with an infection of staphylococcus haemolyticus since november (exact date unspecified). The patient stated that the patient¿s blood sugar has spiked (additional details unspecified). During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2019 with abdominal pain. A peritoneal effluent fluid culture was obtained and was positive for coagulase-negative staphylococcus haemolyticus, and a cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was treated outpatient with intraperitoneal (ip) vancomycin and ceftazidime (doses not provided) daily for 21 days and has recovered from the events. Per the pdrn, the events were unrelated to the utilization of the liberty cycler, fmc cassette or any fresenius product(s) or device(s). The cause of the peritonitis and abdominal pain was attributed to touch contamination; however, no specifics were provided. The patient continues to undergo continuous cycling peritoneal dialysis (ccpd) therapy (as provided by their spouse) utilizing the same liberty cycler as before the events.